Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and found a loose connection in the graphic user interface. The loose connection was tightened and the ventilator passed self tests. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's upper display was not working. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.